Event description:
The device was returned for analysis.

Manufacturer narrative:
Additional information has been received which was not included with the initial report. The information has been provided in section b5 with this report. Retainer ring = black. Pump case = ngp. Customer returned pump for alleged cosmetic damage located at the back of the pump and pump error 23 found on 13-oct-2022. Pump passed the displacement test and self test. Test p-cap locked into the reservoir tube successfully. No unexpected pump error 23 alarms noted during testing. Pump successfully downloaded to thus. No unexpected pump error 23 alarms were noted in the history files on the event date. The pump was cut open for visual inspection and found moisture on pcba 1, pcba 2, and force sensor. The following were noted during visual inspection: pillowing keypad overlay, cracked case (battery tube), cracked case-corner of belt clip rails, battery tube threads - cracked, corroded battery tube.cosmetic damage was confirmed at the back of the pump during analysis. Pump error 23 was not confirmed during testing. Exposed to moisture confirmed on pcba 1, pcba 2 and force sensor. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer received a pump error alarm and physical damage. No harm requiring medical intervention was reported. Troubleshooting was performed and found that the pump was alarmed low battery and replace battery alarm but customer did not heard. Advised the customer to do a self-test on the pump and it got passed. No harm requiring medical intervention was reported. Insulin pump were replaced due to broken casing. The insulin pump will be returned for analysis.